Event description:
It was reported that during a knee arthroscopy procedure using the quantum 2 system, the controller displayed error messages. The procedure was completed using a competitor's product. There were no significant delays or pt complications reported as a result of this event.